Manufacturer narrative:
An investigation was conducted: it was reported that the plastic sheath on an atec device gets stuck on the patient's skin and tissue requiring a large incision. It is reported that the user has started placing the device to the correct depth with the trocar, removing the trocar, putting in the obturator, and pushing it until it actually goes through the skin instead of tenting, and then pulling back. No further information is currently available. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR review was not conducted since the lot/serial number was not provided by the complainant.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that the plastic sheath on an atec device gets stuck on the patient's skin and tissue requiring a large incision. It is reported that the user has started placing the device to the correct depth with the trocar, removing the trocar, putting in the obturator, and pushing it until it actually goes through the skin instead of tenting, and then pulling back. No further information is currently available.